Event description:
The sales rep reported that after injecting antibiotic into the reservoir prior to closure, the reservoir began leaking. A 25g non coring needle was used. This event occurred intra operatively, however the surgery was delayed more than 30 minutes.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and needle holes were found in the needle chamber. One of the needle holes were very big. A tear in the silicone housing around the siphon guard was noted as well as a smaller cut in the silicone housing. The root cause of the leak in the needle chamber seems to be due to needle holes. The tears in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing during implant or explant, or wrong handling of the device, but this could not be confirmed. As noted in the IFU the silicone housing has a low tear cut / resistance. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.